Event description:
During the atrial fibrillation procedure, air was aspirated through the side port of the agilis sheath. The agilis sheath was promptly replaced, and the procedure was successfully completed with no adverse consequences for the patient.